Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated out of tolerance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a rotator cuff repair that the customer's healix advance br anchor broke at the tip when being inserted into the bone hole. The sales rep reported that the device had barely been inserted when it broke at the 1st thread after the nose of the anchor. The surgeon completely removed the anchor by its sutures and completed the procedure with another same type, same size implant in the same bone hole. The sales rep confirmed that there were no patient consequences. There was no time delay in the procedure. The sales rep reported the bone quality was good; the hole was prepped with the appropriate healix awl. The surgeon did not re prepare the bone hole before the 2nd anchor was inserted. The customer already discarded the complaint device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.